Event description:
Per distributor, patient reported multiple red alarms and decided to switch to backup freedom driver. No reported adverse impact to patient.

Event description:
Per distributor, patient reported multiple red alarms and decided to switch to backup freedom driver. No reported adverse impact to patient.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating left driver pressure was too low long enough to be a permanent time-out. Visual inspection of external and internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 48-hour observation run. Driver functioned as intended without issue or alarm. Customer complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from the alarm data review. The customer complaint was not replicated during testing; the root cause of the reported alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. Device functioned as intended. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.